Event description:
The patient's mother reported the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reose above 20 mmol/l (>360 mg/dl) while wearing the pod on the arm for longer than 48 hours. The patient's mother gave multiple corrections through the pod and was unable to bring bg levels down. She changed out the pod and started to give injections but the patient was vomiting and bg levels remained high so they had to go to ER. Intravenous fluids and insulin was provided for treatment at the ER. The patient was released after five hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.